Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2019-jun-05. Regarding the cause of the pump alarm, the hcp stated it was unknown. The hcp stated when the patient's mother was asked about this she said that she was just trying to get the patient set-up with a physician to replace the pump because the elective replacement indicator (eri) was four months. Regarding what drugs were being administered via the pump when the missed refill occurred, the hcp stated, "na." The patient now had a physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for head/brain injury and intractable spasticity. It was noted that they did not remember what was in the pump at the time but thought it might have been saline. It was reported that the patient missed a scheduled pump refill and therefore their pump was alarming / beeping. They had however found a new physician who refilled the pump. No patient symptom was reported. The date of the event was unknown. The patient¿s pump was currently administering baclofen at an unknown concentration at an unknown dose rate.